Manufacturer narrative:
(B)(4). Catalog number 062914-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. A pneumoperitoneum is a known complication of a peg tube placement. (Per the instructions for use (IFU): (the instructions for use) indicate to secure the peg tube, pull on the abbvie peg tube until elastic resistance is felt and keep under tension and abbvie peg tube should remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient developed abdominal pain and on (B)(6) 2018, she was diagnosed with a pneumoperitoneum, action taken included absolute diet and interruption of lcig for less than 12 hours. On (B)(6) 2018 the pneumoperitoneum resolved.

Event description:
The patient was treated with tazocel 4.5 grams intravenously three times a day.

Manufacturer narrative:
Reference record (B)(4). Additional information added to event.